Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation, wear abrasion, encapsulation (50%-100% of the area) and crease fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: side wall of implant pain, chronic pain¿ and ¿wanting exchange from textured to a smooth breast implant due to the patient¿s concern.

Event description:
Patient reported left side ¿side wall of implant pain, chronic pain¿ and ¿wanting exchange from textured to a smooth breast implant due to the patient¿s concern." Healthcare professional additionally reported that the device was found to be ruptured. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported left side ¿side wall of implant pain, chronic pain¿ and ¿wanting exchange from textured to a smooth breast implant due to the patient¿s concern¿ . Healthcare professional additionally reported that the device was found to be ruptured. Device has been explanted.